Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the infusion set had bent cannula. The damage had occurred on the first day of use of the insulin pump. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. No harm requiring medical intervention was reported. The infusion set will not be returned for analysis.